Manufacturer narrative:
It was reported that the pt was on a back up plan for insulin delivery at the time of hospital admission. Prior to discharge, the physician recommended changes to the pump settings. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that pt was hospitalized for dka. The pt was on back up plan on the day of hospitalization. Insulin pump therapy was discontinued when battery cap would not secure to the pump.